Event description:
Per the audiologist, in 2008, the pt reported no sound when using the cochlear implant system. Replacing the externals did not solve the problem. An x-ray done on the next day, showed the electrode array to be positioned correctly. Results of an integrity test done, a week later, showed the device not functioning. Explantation/reimplantation is planned, but had not been scheduled at the time of this report, the following month.

Manufacturer narrative:
This type of event is addressed in the device labeling.